Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the auxiliary drawer 2.2 failed to open. A field service engineer (fse) contacted the pharmacy technician remotely and requested to go to the station to try and recover the drawer in case it had been failed by the user. The pharmacy technician managed to recover the drawer which was failed by the user. The fse confirmed that the issue had been resolved and verified that the pharmacy technician had performed the inventory count. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.